Event description:
Information was received indicating that during bench testing of this smiths medical cadd solis vip pump under infusion was noticed. No patient involvement reported.

Manufacturer narrative:
Other text: h3: one cadd solis vip pump was received with a cracked battery door. The event history log was reviewed and there was no evidence of the reported issue. A functional check was performed and the reported issue was able to be confirmed. The device's delivery accuracy was tested with three different tests, at least one of the tests was found to be slightly under the manufacturing specifications. The device was out of mechanical specifications. Therefore, it was recommended that the expulsor be replaced in order to bring the delivery into more nominal of a range.